Event description:
An 80 yr old pt in a long term care facility died. Prior to the incident (timing unknown) the suspect device gave "mg/dl error" (which signifies an extremely high blood glucose reading). Product labeling indicates that the pt should contact his physician when this error message occurs. The nurse in the long term care facility did not know what this error message signified. The hosp lab obtained a blood glucose of 1604. No add'l info is available. The incident is under investigation at the facility.